Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test, but was unable to prime at 2.5 lbs during testing due to faulty force sensor resistor. No motor error or no delivery alarm was noted. Motor passed motor test. The device was also received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during bolus delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.